Event description:
Consumer stated when you "flip thing over the flosser to use the tooth pick it breaks after a few uses and that could break apart cause a person to swallow." Product was not returned for review.